Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow-up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported the set apparently came apart at the locking spin collar. The separation was noted during a pt infusion of unk fluid. The spin collar appeared to have "come unplugged" as opposed to breaking or cracking. There was no pt harm and no report of medical intervention. Although requested, no further pt/event information is available.